Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure on (B)(6), 2010. According to the complainant, when the foot switch is depressed, although the unit delivers energy, there is no audible signal to indicate that it is working. The physician was able to successfully complete the procedure with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Following the procedure, the complainant was able to confirm that all the unit's outputs were within specification.

Manufacturer narrative:
Overall, the returned device was in fair physical condition; there were only some minor scratches on the cover, and all knobs and switches functioned properly. Electrically, all outputs were within specification; however, the active tone beeper did not emit an audible signal when the foot switch was depressed. Once the active tone beeper was replaced, the unit passed all evaluation protocol. The condition of the returned device was consistent with the complaint of no audible signal; the complaint was confirmed. The most probable root cause is wear and tear from repeated use. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number.